Event description:
Additional information was received that to address the issue, surgery occurred to explant the system. The patient also has uncomfortable therapy as documented in manufacturer reference number: 3006705815-2019-05032.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on several contacts of the lead. As a result, surgical intervention may occur to address the issue. The patient also has uncomfortable therapy as documented in manufacturer reference number: 1627487-2019-13050.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.